Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer reviewed the provided photo and observed that the device was broken/split right below where the wedge sits inside the adapter. There were no signs of any damage or defects to the catheter tubing. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that was caused by a misalignment or jam between the catheter and manufacturing equipment. H3 other text : see h.10.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter broke at the hub. The following information was provided by the initial reporter: material no.: 382523 batch no.: unknown. It was reported that the IV broke at the hub.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter address 1: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in catheter broke at the hub. The following information was provided by the initial reporter: material no.: 382523, batch no.: unknown. It was reported that the IV broke at the hub.